Event description:
It was reported that an asymptomatic patient presented in clinic with post-paced t-wave oversensing on the ventricular lead as noted on real-time egm. The patient did not receive therapy during the oversensing. The device was reprogrammed and issue was resolved. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.